Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. The number of implants used and their sizes and lot numbers are not known.

Event description:
The patient had a previous left side si joint arthrodesis using si joint implants. The initial surgery date is unknown. The patient later complained of a recurrence of pain. In (B)(6)2017, the surgeon removed two implants. The status of the patient following the revision surgery is not known.